Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had to take her son to the emergency room this morning and she is not sure if the insulin pump is working properly. Caller stated that the customer has been having high blood glucose and some of his numbers are not being sent from his meter to the pump. Caller stated that the boluses were recorded and appeared to be correct. Caller stated that she has been changing the entire infusion set and reservoir for the last 3 days and giving her son injections. Customer's blood glucose was 399 mg/dl at the time of the incident. Customer's current blood glucose is 91 mg/dl. Customer had symptoms related to his high blood glucose such as vomiting, high ketones, a headache, and his eyes were being bothered by sunlight. Caller stated that the time/date setting was off by 3 minutes. It was also found that the bolus wizard setting was changed on (B)(6) 2016. Caller was assisted with making corrections to the programming.